Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1318ft-40 driver assembly (no batch indicator present) was received for investigation. Visual inspection identified no abnormalities to the driver itself. Two spd-40-01n white fiberwire fragments were returned within the handle of the drive assembly. Fraying was observed at the ends of both braids. One fragment measured in at approximately 8.31", whereas the other measured approximately 8.40". This was determined using calibrated ruler. The root cause of the breakage remains undetermined, although the most probable cause is user applied mechanical forces during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchor was detached from the tip of the micro corkscrew suture anchor, ar-1318ft-40. There surgeon was able to reattach it; however, the suture broke during insertion. A new micro corkscrew suture anchor was opened to complete the case with no adverse effect to the patient.